Event description:
It was reported post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2014 a 3.0x38mm promus element stent was successfully implanted at 16atm in the right coronary artery (rca). In (B)(6) 2014 a second vessel treatment in the left anterior descending artery was planned and during the control of the rca, thrombus was observed in the mid stent. The thrombus was treated with plain old balloon angioplasty. Four days later, thrombus was observed in the rca at the exact same position in the stent as 4 days ago. The thrombus was treated with another promus element plus stent. Two days later the rca appears ¿fine¿. A clopidogrel responder test was performed and results were positive. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination device. Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).